Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, prime anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump screen had a rainbow effect in the sunlight which effected visibility and couple times battery was rejected. It was reported that they had no delivery alarm while priming the pump and up or down button had to press harder and the act button. It was reported that they had grinding noises during priming. The insulin pump will not be returned for analysis.